Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider (hcp) advised the customer to drink juice to address a low potassium level. Blood glucose (bg) elevated to 538 mg/dl. Insulin injections were administered. Pump system check was performed with tandem technical support (cts); no device issues were identified. Reportedly, customer filled cartridge with cold insulin and recently, hcp changed the pump carbohydrate ratio setting. Customer was using a "back up" for insulin therapy. Cts recommended customer discuss event with a healthcare provider.